Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. UDI: unavailable. The product code and lot number are currently unavailable.

Event description:
Split. The device split during the second firing for the first pad. Per additional information provided on february 11, 2018, the first implant was kept implanted. The procedure was completed by changing another one to complete. There is no report on patient¿s injury.

Manufacturer narrative:
Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no valid part number or lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.